Manufacturer narrative:
Arjo was notified of an event involving arjo maxi twin passive floor lift and passive clip sling. The customer stated that during transfer from the bed the right leg clip detached. As a consequence of the event the patient fell out from the sling and sustained minor head trauma treated with anti-coagulants. Arjo service technician visited the customer facility after the event to perform a device and sling inspection. No malfunction was found. During interview, the customer stated that the caregivers probably failed some procedures during the patient transfer and the resident was agitated during the event. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Following all details reported, it seems likely that due to patient¿s sudden movement, the clip might have been accidentally pushed by the patient. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use (04.kt.00): ¿always check that the sling attachment clips are fully on the position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." To sum up, arjo floor lift and clip sling were used as a system for a patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use and serious injury occurrence.

Event description:
Arjo was notified of an event involving arjo maxi twin passive floor lift and passive clip sling. The customer stated that during transfer from the bed the right leg clip detached. As a consequence of the event the patient fell out from the sling and sustained minor head trauma treated with anti-coagulants.